Event description:
An orsiro drug-eluting stent system was selected for treatment. During the attempt to implant the stent inside the lesion, it could not be seen on the angiography. The stent was found detached on the stylet.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned together with the protector, placed on the transportation wire outside of the protector. The stent is waved and severely deformed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually check the stent system prior to procedure and not to use if any defects are noted.